Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Residue, trace, impurity, present along the catheter before use detailed incident description visible trace along the catheter. The nurse saw the dirt before injecting the patient. The suspect batch was checked and there is no longer any stock in the medical store.